Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. (B)(4).

Event description:
It was reported the physician selected a gore® viatorr® tips endoprosthesis for a transjugular intrahepatic portosystemic shunt procedure. The physician was not able to advance the device through a 10fr cook introducer sheath; the deployment line unraveled and the stent deployed in the sheath. Both the viatorr® device and introducer sheath were removed. A new introducer sheath was placed and a second viatorr® device was advanced and deployed without issue. The physician then lined the viatorr® device with s.m.a.r.t.® control¿ stents for support as the device was deployed in very tortuous anatomy. As the introducer sheath was removed and pressure was held on the access site for closure, the patient suffered cardiac arrest and passed away. It was further reported the patient suffered cardiac arrest in the intensive care unit prior to the tips procedure. Additionally, a sengstaken-blakemore tube was already in place to control variceal bleeding prior to the procedure. The patient was reported to be unstable throughout the tips procedure. The physician does not attribute the patient's death to the gore® viatorr® tips endoprostheses, as the patient's health was already extremely compromised.